Event description:
The customer reported the wrong images were appearing under the wrong pts. The image data was mixed up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was reformatted and the system software was reloaded. The system was then found to be operating as intended.